Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found multiple hypotube kinks and the distal stent damaged. No issues with the tip were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-aug-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 17x3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50x20mm promus element drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.